Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the door could not be opened. The door was stuck at the end of the procedure, it would not open via the pendant. The site tried to open it manually. Troubleshooting was performed and the door dingus had shifted from the original point and the door open cable guide was broken. The next step was to perform a screw extraction. And a dingus and door adjustment. Imaging was aborted. Additional informaiton was received. It was reported that there was a delay of 30 minutes.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, h3) the manufacturer representative went to the site to test the imaging system. The slider needed to be replaced. However, the site wanted to fix the damaged part themselves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.